Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a loose drive support disk. However, the device passed the displacement test. A scratched lcd window, cracked case and missing end cap sticker also noted.

Event description:
It was reported that the customer started having issues with the pump. Customer had a compromised force sensor system alarm yesterday. Customer stopped using the pump since then and has been using shots. Customer's blood glucose level was 280 mg/dl. Customer does not have the pump right now. Customer stated that she refilled the pump yesterday and reset the battery. Customer reported that it takes forever for the tubing to prime and all of a sudden, the pump goes blank. Customer then received a compromised force sensor system alarm. Customer later called back to give medtronic the serial number. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.